Event description:
A malfunction was reported on the pump by the caller, customer stated the malfunction occurred night before last prior to calling, was off pump for about 2 days. This caused bg to be at or near 500 mg/dl by the time they called in to tandem cts. The customer addressed elevated blood glucose by administering a correction injection via multiple daily injections (mdi). No assistance from a third party was required, and the customer was able to reset the malfunction code with guidance from technical support. There was no recurrence of the malfunction after resetting, and the customer was instructed to continue using the pump while remaining vigilant for any future issues.